Manufacturer narrative:
Concomitant products: product ID 8780 lot# serial#: (B)(4), implanted: (B)(6) 2014, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 27-feb-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacture representative regarding a patient receiving lioresal ( 2000 mcg/ml at 286 mcg/day)via an implanted infusion pump. It was reported the catheter failed to aspirate during replacement procedure. A new pump segment was attached and a dye study was performed to confirm. There were no environmental/external/patient factors that may have led or contributed to the issue. It was noted the issue resolved.